Event description:
User facility reported that the product was in use. According to reporter, the distal cuff could not be deflated to allow removal from patient. Patient was given anesthesia and the distal cuff was deflated using a needle under arthroscopy. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.